Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
I noticed during surgery that the triathlon ts 1,2,7 & 8 had a mistake the size of the 7 11mm insert printing on tray. It is written a 12mm insert and the insert is an 11mm. We have 2 trays at our office in anaheim california that are mismarked this way.

Manufacturer narrative:
An event regarding an incorrect trial size pad print marking on a 1,2,7,8 ts+ insert trial tray was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the tray images showed the bracket for the 11mm no. 7 triathlon ts tibial insert trial was pad printed with a ¿12mm¿ marking, and the pad print conforms to the print revision to which it was certified. Medical records received and evaluation: not performed as there was no patient involvement reported in the event. Device history review: a device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a complaint history review indicated that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the incorrect trial size pad print marking on a 1,2,7,8 ts+ insert trial tray was caused by a design nonconformance which appeared on print 6543-8-011 revision a and b. Based upon the conclusions of the visual analysis and review of the print revisions, the supplier, (B)(4), had manufactured this tray according to the specification at the time of manufacture.

Event description:
I noticed during surgery that the triathlon ts 1,2,7 & 8 had a mistake the size of the 7 11mm insert printing on tray. It is written a 12mm insert and the insert is an 11mm. We have 2 trays at our office in (B)(6) that are mismarked this way.